Event description:
Customer reported receiving erratic readings on their freestyle freedom lite blood glucose monitor. Customer reported receiving readings of 262 mg/dl, 238 mg/dl, 74 mg/dl and 468 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. In addition, due to readings received customer reported taking too much insulin and experienced sweatiness, shaking and heart palpatations. She self-treated with glucose tablets and food to help alleviate symptoms and no third-party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation and a final report will be submitted when the investigation is complete.